Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was failed, unable to recover and not produced any latch-related sounds throughout the recovery attempt.the customer reported that a malfunction took place when the user tried to dispense medication to the patient.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn 14750141 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn 14750141 was performed from the date of manufacture, 28-oct-2016 and confirmed that this device was not previously returned for service and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue was resolved by recovering the drawer. The system functioned as intended after the issue was resolved by the customer.